Event description:
It was reported that during the implant procedure, and during the process of slitting the sheath/catheter from the lead, the slitter became disengaged from the sheath/catheter about 1/2 way down the sheath/catheter. The doctor was concerned that there was something about the sheath that was causing the slitter to become disengaged during the slitting process. The doctor was able to get the slitter with lead re-engaged into the sheath and was able to complete the slitting process. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).